Event description:
It was reported that the insulin pump has many scratches, a worn display, and cracks near the battery compartment. It was also reported that the right side of the end cap seems to be worn and melted. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads, minor scratches on the display window and a missing end cap sticker.